Manufacturer narrative:
The reported event of failure to capture was unconfirmed, but the reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. Analysis performed, including output verification found no anomaly contributing to reported event of capture problem and the device was able to be interrogated successfully throughout analysis without loss of telemetry. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right ventricular leadless pacemaker exhibited high capture threshold during the initial implant procedure. The helix then became stretched when trying to un-fixate the device. A new device failed to load to the existing delivery catheter due to tether fatigue, so a new delivery catheter was used. Procedure was completed successfully with the second device and second catheter. Patient was stable and had no health consequences.